Event description:
It was reported that the device was fractured, no blood flow and removed with a stent. The 70% stenosed target lesion was located in the left internal carotid artery. A 190cm filterwire ez was selected for use. During procedure, it was noted that the tip of the recapturing catheter was fractured when the device was recaptured and withdrawn. Moreover, there was no blood flow or image under angiogram of the patient's distal internal carotid artery. Consequently, the fractured part was successfully taken out and removed with a thrombectomy stent, and the patient's blood flow recovered. No further patient complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire returned inside the retrieval sheath and the filter bag came back deployed. It is possible to observe the spring tip is stretched, bent and curvy. Also the wire was observed kinked and the sheath is stretched. Under microscope was observed that the spring tip is stretched, bent and curvy. Sheathing/unsheathing test cannot be performed since the wire was received with the retrieval sheath.

Event description:
It was reported that the device was fractured, no blood flow and removed with a stent. The 70% stenosed target lesion was located in the left internal carotid artery. A 190cm filterwire ez was selected for use. During procedure, it was noted that the tip of the recapturing catheter was fractured when the device was recaptured and withdrawn. Moreover, there was no blood flow or image under angiogram of the patient's distal internal carotid artery. Consequently, the fractured part was successfully taken out and removed with a thrombectomy stent, and the patient's blood flow recovered. No further patient complications reported and patient was stable.